Manufacturer narrative:
Upon inspection, the baxter technician found the sling was tore along or near the seam. The tear was about 1.5 feet to center of sling. The baxter technician was unable to determine the cause of the issue, the sling is disposable and it is unknown how many times it was used. The solo highback sling instructions for use 7en160179, states the following under care and inspection: solo highback sling is a disposable item intended for individual use only. The solo highback sling should no longer be used: if it is soiled or if it is suspected of being contaminated. If it is damaged. The baxter technician replaced the sling to resolve the issue. This issue would be likely to cause or contribute to a death or serious injury if this were to recur.

Event description:
A customer contacted technical service to report that the solo high back sling tore at the seams during a patient lift resulting in a fall. The customer stated the patient was not injured. It was additionally reported that this sling was being used with a non liko lift,this occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The service technician was contacted for additional information about the event. The sling was requested for return to lulea but the customer did not want to release it. The service technician provided pictures of the sling, and it was observed that the do not use-symbol was visible. When the sling is new, the top layer on the label will display the do not wash-symbol. If the sling is washed, the top layer of the label disappears and the do not use-symbol will appear, which is an indication to not use the sling. Based on the information that has been provided, the likely cause is that the customer has washed the sling (which weakens the fabric) and then used it when the do not use-symbol was visible, which is contrary to what is described in the IFU.

Event description:
A customer contacted technical service to report that the solo high back sling tore at the seams during a patient lift resulting in a fall. The customer stated the patient was not injured. It was additionally reported that this sling was being used with a non liko lift,this occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.